Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedural factors (valve oversizing), patient factors (female gender, advanced age ¿ (B)(6) years, valvular calcification, native leaflet calcification) likely contributed to the aortic rupture and subsequent surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 26mm sapien 3 ultra valve was deployed in the aortic position. After valve deployment, an aortic rupture near the right coronary ostia occurred, resulting in hypotension on tamponade. A drain was quickly put in place with normalization of hemodynamic status. The ascending aorta was surgically repaired. The valve remains implanted in the patient. At the time of the report, the patient was in stable condition and doing well. The native annular valve area measured 440mm. Mild valvular calcification was reported; however, no calcification was noted at the site of the rupture. Slight calcification of the right coronary leaflet was also reported. It was perceived that the aortic rupture was caused by the calcification of the rim of the right coronary leaflet which perforated the aorta due to slightly aggressive valve oversizing (18%).